Event description:
It was reported that a minimum fill notification occurred as the caller was attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Initially, the caller struggled with removing the pump from its case but opted to continue without doing so. Attempting to reload the same cartridge did not resolve the issue; however, with guidance, the caller successfully loaded a new cartridge onto the pump, resolving the problem, and was able to resume insulin use.